Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-apr-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot b25336a.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 39-year-old male patient with elevated blood pressure reading and hepatic steatosis. There was no additional patient information. Return product is available for investigation. Method date collected tested results sample pos/neg I-stat (B)(6) 2026 1600 1619 33.1 ng/l venous wb pos alinity (B)(6) 2026 1600 1725 16 ng/l plasma neg facility positive cut-off: positive cut-off value for I-stat troponin test: <=28.0 ng/l positive cut-off value for comparative instrument: 0-35 ng/l there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall, 895 21 (14, 30).